Event description:
It was reported that the ilet touchscreen was intermittently unresponsive, preventing interaction with functions such as the pause insulin screen, despite basic troubleshooting including cleaning the screen and ensuring dry, warm fingers; the device was subsequently replaced. Symptoms included no reported adverse clinical effects and no impact to blood glucose. Outcomes included no alerts or alarms, no emergency treatment, and no hospitalization. Investigation included customer service troubleshooting and arrangement for device replacement with return of the original unit. Investigation of this case revealed a suspected touchscreen malfunction consistent with a hardware user interface failure affecting the display/touch component, with inability to reproduce via video confirmation. It was concluded, based on previously established findings for similar reports, that the cause was a device component failure of the touchscreen.

Manufacturer narrative:
Manufacturer review determined that the reported event is consistent with a previously identified and well-characterized failure mode that has been documented in prior complaints and investigations for this device. The failure mechanism and associated potential harms are already known and have been evaluated through earlier investigations. This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.